Event description:
Pt was visiting family member in the hospital. Pt and another person were playing; the pt was under the head of the bed with arm through the bottom of the head of the bed when the other person pushed the control at the head of the bed and caught the pt's arm. The bed did not malfunction.